Event description:
The pain pump discharge two days of medication within 12 hours. Pt was admitted to the ICU for observation due to mental status changes cardiovascular issues. Pt was on the go and he totally arthroplasty. Smart infuser pain pump.